Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. During passage through tissue 2. 6 of them broke 3. See attached invoice 4. Amber, assistant to dr. W.o. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04649, 2210968-2023-04650, 2210968-2023-04651, 2210968-2023-04652, 2210968-2023-04653, 2210968-2023-04654

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, it was reported to the distributor by the customer that the sutures breaking. It is unknown if product is available for return. No adverse patient consequences were reported. Additional information was requested.